Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned and discolored heater rod. The biomed stated that the temperature takes a long time to heat up and would fluctuate. There was no observed burning smell, smoke, spark, flam, arcing, or other visible heater or electrical damage. The biomed confirmed that there was no patient involvement. The machine had 13,000-15,000 hours and the heater rod was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned heater rod. The biomed replaced the heater rod, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The heater rod was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the heater rod and found discoloration on the top portion then the bottom portion. There is supposed to be even discoloration from usage. The heater rod was ohmed out, and read between 11.2-11.9 ohms as specified. The heater rod was connected to a test machine and a 20 minute heat disinfect was ran. The heater rod was able to heat to between 85 and 90 degrees. The heat disinfect completed successfully. A self-test was performed and passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.